Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported that they experienced high blood glucose level of 430 mg/dl. The customer was treated by the healthcare professional. The customer did not provide details regarding symptoms of their high blood glucose episodes. The customer also stated that insulin pump was lost immediately. Troubleshooting was declined by the customer for high blood glucose level. The insulin pump will be returned for analysis.